Event description:
The customer reported they experienced unstable temperature issue during the ablation procedure and the ablation generator stopped activating. The total ablation time was shorter than usual. The case was suspended without any injury to the patient. The site has indicated the incident generator will not be returned to covidien for evaluation as they confirmed there was no problem with the generator.

Manufacturer narrative:
(B)(4). The incident generator was not returned to covidien for evaluation. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.